Event description:
The user facility reported that a tip from their diamond-edges scissors broke off and fell into the patient; the scissor tip was retrieved. User facility personnel elected to perform an x-ray and confirmed no pieces from the scissors were present. The patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
Following the reported event, user facility personnel discarded the pair of diamond-edges scissors. As the device is not available for evaluation or return a root cause could not be determined. The device history record (DHR) was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.